Event description:
It was reported by facility that a homecare pt has experienced ongoing problems with the seal and fit of seven, size 4 cfs, cuffless tracheostomy tubes. Limited info is available regarding the events, and/or device usage and maintenance. There was one pt involvement with no reported pt injury. The seven, size 4cfs devices were reportedly available to be returned to the MFR for identification, analysis and investigation. Only one of the seven size 4 cfs were returned on 02/09/98 to the MFR for investigation and analysis. The remaining six size 4 cfs devices involved with this report were not returned. In addition to the one used device, six unused size 4 cfs devices, rep of the lots reported as unsatisfactory were returned for testing.